Manufacturer narrative:
Device was received with a critical pump error (open book image) and pump error 35 noted in device history. After further review, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards, assemblies, or the motor. Did not note any misaligned or pulled out force sensor cable from its socket. The problem is isolated to the electronics since the force sensor offset measured within specific range during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error alarm. The blood glucose level was 216 mg/dl at the time of incident. The insulin pump will be returned for analysis.